Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their recharger was replaced because the wires broke and it was shocking them. The patient also mentioned a fall that occurred in the summer of 2019 and stated that they were still able to charge afterwards. No further complications were reported or anticipated. See h10.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed that the cable insulation is peeling away at donut end and there was melted wax on the end but it finds the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported that there was difficulty recharging. The patient reported that a ¿call mdt¿ message was displayed when charging the ins. The reported that they have tried resetting the battery but that did not resolve the issue. It was reported that resetting the battery was had resolve the issue in the past but won't do it now. It was reported that the controller screen shows a ¿screen 78 recharging not available¿ and to install battery pack. It was reported that the lithium battery pack was installed, and the controller reset but that did not resolve the issue and continues to see the same screen when trying to recharge the ins. It was reported that the rubber on the rtm cord was worn off. The patient reported that they had a fall and also had a rheumatoid arthritis. The patient reported they slipped and fell on the butt and it still hurts. The patient reported that they have fallen multiple times in the past but do not known when.